Event description:
Attorney alleges 'claim for damages arising out of defects in and removal of the above-referenced equipment." The lead was explanted and replaced. Additional information from the attorney alleges that because of the defective lead, the patient "received unnecessary and inappropriate shocks." It was further alleged by the attorney the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish."attorney alleges 'claim for damages arising out of defects in and removal of the above-referenced equipment." The lead was explanted and replaced. Additional information from the attorney reports that because of the lead defect, the patient "received unnecessary and inappropriate shocks." It was further reported by the attorney the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.